Manufacturer narrative:
(B)(4). The device history record for zimmer skin graft mesher serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that a mesher needed repaired and had a dent cradle. The customer returned a zimmer skin graft mesher serial number (B)(4) as well as 1.5:1 cutter serial number (B)(4) for evaluation. Evaluation of the device by zimmer (B)(4) on (B)(6) 2019 noted that the comb was bent and that the handle was jammed as it was not lubricated. Review of the cutter found that it did not produce a passing test mesh. It was recommended that the cutter not be used and be replaced. Repair of the mesher occurred on (B)(6) 2019 and involved replacing the comb and lubricating the ratchet. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician confirmed that the comb (cradle) was bent, it cannot be determined from the information provided as to what caused the comb to become bent. Therefore, the root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
It was reported that the skin graft mesher needed repair and cradle got dent. Subsequently, there was no patient harm, and there was no delay. The surgery was completed without using an alternate device, and the problem did not cause any impact/damage to graft harvest. During the investigation, it was reported that the comb was damaged. Additionally, the cutter did not produce a passing test mesh. No adverse events were reported as a result of this malfunction.